Manufacturer narrative:
Additional product codes: kra, dqe, dqo. A product evaluation was completed on the returned catheter. The reported event of "catheter failed to inflate" was confirmed. Catheter balloon was found to be torn from proximal and distal bonding sites. Balloon latex was missing and not returned. The secondary report of "could not fit through the protective sleeve" was unable to be confirmed. Catheter passed lab contamination shield from 9f introducer kit without issue. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before insertion, the balloon of a swan ganz catheter failed to inflate and probe could not fit through the protective sleeve. There was no patient harm.